Event description:
It was reported that during procedure the device was not responding. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient sedated with general anesthesia.